Event description:
The pump functioned normally the night she came in. The daughter attempted to change the dobutamine bag since the other bag was running out. According to the daughter, she followed the procedures that she had been taught and also saw on the video recording (family recorded the nurse changing the bag). Pump started to beep indicating, "distal obstruction", message. Daughter followed the troubleshooting guide, checked the clamps, also the lines. She also called the 1800 number but was unable to resolve issue. Pt was without the dobutamine drip for 45 minutes. Daughter took the patient to the emergency room. Pt put on the dobutamine drip with the hospital pump.